Manufacturer narrative:
The device was returned to zoll canada for evaluation and the reported issue was confirmed. During testing at 30 joules, the device delivered a shock, but the printout showed it was reading an incorrect impedance from the one-step cable. This resulted in the energy delivery being out of range. The issue was resolved by calibrating the impedance. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.